Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 62-year-old male was implanted with an impella cp device for mechanical circulatory support. While explanting the impella cp device, a clot was noted and was unable to be aspirated. Best practices were reviewed regarding removal of peel away sheath at time of the procedure and/or hooking the sidearm to pressure to keep lumen patent.